Event description:
It was reported that the insulin pump alarmed and switched off. Nothing further was reported.

Manufacturer narrative:
The display was frozen due to a problem isolated to the mother board.